Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the mildly calcified right coronary artery. A 10mm x 3.00mm wolverine coronary cutting balloon monorail was selected for use. During the procedure. It was noted that the balloon did not inflate during dilation. Furthermore, it was confirmed outside the patient that it had ruptured. The procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
E1 - initial reporter city: (B)(6).